Event description:
A discrepant advia centaur (B)(6) result was obtained on a patient sample. The sample was tested in duplicate. The result was not reported to the physician. The sample was repeated due to the patient's history and corrected result was reported. There was no patient intervention or report of adverse health consequences due to the discrepant (B)(6) result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse verified the advia centaur instrument performance and adjusted the instrument position with the work cell. The instrument is performing within specifications. No further evaluation of the device is required.